Event description:
It was reported that revision surgery was performed due to the acetabular component having 'spun out' of position and pain. The devices were implanted in (B)(6) 2008. The femoral stem originally implanted in 2001 remains in situ.